Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, it was not possible to connect the competitor lead into the device header despite multiple attempts. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4086 competitor implantable pacing lead -(B)(6) 2003. (B)(4).

Event description:
It was reported that during the implant attempt, it was not possible to connect the competitor lead into the device header despite multiple attempts. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.